Event description:
One touch basic enhanced meter was reading inaccurately low/erratic. On an unknown date the patient tested and obtained a 17 mg/dl at 10:00 am, while sweating. She ate broccoli and a hot dog for breakfast and contacted her daughter. She did not administer set 30 units of 70/30 she normally takes due to the result. Her daughter arrived at noon and obtained a 356 mg/dl on her meter. The patient did not want to test with reported meter due to the erratic readings she had been obtaining. Her daughter gave her orange juice and contacted the physician for advice. She was advised to take her mother to the ER for a blood glucose test. Between 1:00 and 2:00 pm, the ER meter read 276 mg/dl. No treatment was received and she was released the same day. The patient was advised to make an appointment with her physician immediately. The customer care advocate (cca) verified that the unit of measurement was set correctly. The patient was correctly applying the sample to the test strip and correctly cleaning the puncture area. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The cca discovered that the patient had not been cleaning the meter correctly and the calibration code was set incorrectly. The cca walked to patient through cleaning the meter and a check strip test. The check strip test fell within specifications. No further quality control testing was performed. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the meter was reading inaccurately low and erratic, the calibration code was set incorrectly, and the patient later sough medical attention for hyperglycemia.